Manufacturer narrative:
(B)(4).

Event description:
A consumer's family reported that the patient was having tremor, hallucinations and seizures that started 48 hours ago. The patient had frequent falls since two weeks ago. The patient had trauma when he was bending over to get shoes in the last 10 days. It was stated that when the patient had dbs (deep brain stimulator) therapy, he had a whisper voice but had mobility "window. His voice was there but other things had changed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were movement disorders.